Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion test and prime test. The pump was received stuck in motor error loop during the bolus/basal delivery. The motor was tested outside of the device, and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had a small crack on the reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 367 mg/dl. No further information provided.